Event description:
It was reported that a vns patient was in surgery due to the generator having turned. The generator was replaced. Follow-up from the provider indicated that the cause of the migration is not known, and the surgery was to prevent a serious injury and for patient comfort. The explanted generator was received. Analysis is underway, but has not been completed to-date.

Event description:
The physician did not know the cause of the migration but stated that it was potentially related to vigorous exercise by the patient. A non-absorbable was a used to secure the generator during implant. Analysis of the generator was approved. The device performed to specification, and there were issues identified that could have caused the device migration. No further relevant information has been received to date.